Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u. S. A., stating that the cutter would not secure to the device. The device was being used during surgery. There was no pt or user injury or medical intervention. It is unk if there was a delay in the procedure. There was no add'l info provided.